Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: description of event; g2: report source; h2: follow-up type; h3: device eval by manufacturer; h6: patient code; and h11: additional MFR narrative.

Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted. Additional information indicated that the allergic reaction was ruled out by the local hospital and the boston scientific technical services (ts) sent the materials list to the field representative. No additional adverse patient effects were reported. The rv lead was explanted.